Event description:
It was reported that the patient experienced erosion at the penoscrotal junction with their ambicor penile prosthesis. Three weeks later, the device was replaced with 12cm x 9.5mm spectra penile prosthesis cylinders. The patient had no further complications.